Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded out of range right atrial (ra) impedances of greater than 2,000 ohms, exhibited by a non-boston scientific ra lead. It was noted that the out of range measurements were intermittent, and could not be reproduced, and there was no noise on the lead. Technical services (ts) discussed daily measurements for this device and recommended continued monitoring and checking the patient during their next scheduled follow-up appointment. No adverse patient effects were reported.